Manufacturer narrative:
Facility name: (B)(6) company limited. The customer's qc was within specification. The investigation reviewed the provided reaction curves, which showed a possible problem with sample aspiration. The results from the instrument performance check were out of specification. The field service representative decontaminated the sample probe, checked the gear pump pressure, and checked the rinse tube which was broken. He fixed the broken rinse tube. After the service visit, the instrument performance check passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 results for 1 patient sample and questionable cobas integra creatinine plus ver.2 assay results for 1 patient sample on a cobas 6000 c501 module. Patient 1: the initial glucose hk result was 25.6 mg/dl and the repeated result was 124.9 mg/dl. Patient 2: the initial crep2 result was 0.10 mg/dl and the repeated result was 1.17 mg/dl. The erroneous results were not reported outside of the laboratory. The glucose hk reagent lot number was 643535. The expiration date was requested but not provided. The crep2 reagent lot number was 620666. The expiration date was requested but not provided.